Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg resolving the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported observation of ipg not communicating with a clinician programmer or patient controller was confirmed. The root cause of the observation was due to a frequency shift in the bluetooth ble advertising frequency which resulted in the inability to create a bond between the implantable pulse generator (ipg) and programmer/controller. Based on the test results there was a degradation in the bluetooth circuitry.

Event description:
It was reported that the patient¿s ipg does not communicate with external devices. Troubleshooting was unable to resolve the issue. Next course of action is not determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention is planned to address the issue.

Event description:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned units has identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned units has identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.